Manufacturer narrative:
(B)(4): both the upper and lower shafts are cracked at the center of the jaw pivot pin, and the superior pivot pin is missing and not returned for analysis. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the pin in the tip of the instrument fell out during use. The pin was retrieved. No pt complications were reported.